Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the endoscope associated with this complaint and completed multiple testing and investigations. The endoscope camera instrument adapter was visually inspected, and mechanical damage was found in the idler gear bearing. The root cause camera instrument adapter ¿ aea idler gear broken/damage/missing is attributed to the user, such as improper reprocessing. Additional observations not reported by site: the endoscope was visually inspected and found with cosmetic damage. During inspection of the cable integrated connector, the cable integrated connector housing exhibited discoloration. Visual inspection confirmed. The root cause for cable connector ¿ ic discoloration is typically attributed to component failure, such as material degradation. The endoscope was visually inspected and found with minor cut to the cable insulation. The damage was located at zone a near integrated connector of the cable. The root cause for camera cables ¿ c -zone a is typically attributed to the user, such as improper handling of the cable during use or in reprocessing. The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect friction. The camera adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter removed from housing and evaluated and found with aea shaft bearing contributing to friction. The probable root cause of this binding is attributed to component susceptibility to increased friction. The cable was visually inspected and found with a defect at zone c near the housing. Visual inspection confirmed visible light shining through the cable insulation jacket when the cable was plugged into the internal system or equivalent and illumination was powered on. The probable root cause is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. The endoscope was tested and placed on a diagnostic tester or equivale but failed functional testing due to an electrical failure. The diagnostic tester result exhibited a voltage issue due to expected ran not being met. The root cause for functional test failed ¿ electrical issue is not determinable/applicable. The endoscope was tested and placed on an in-house system or equivalent for functional testing failed due to an electrical failure. The root cause for functional test failed ¿ electrical issue is not determinable/applicable. The endoscope was placed on an in-house diagnostic tester or equivalent and found with local button controls not working properly. The endoscope failed the button functionality test due to l/r button. The root cause of functional test failed ¿ button functionality is not determinable/applicable. The endoscope was tested and placed on a camera attenuation tester or equivalent to measure transmittance but failed functional testing. The endoscope failed transmittance due to the measured output power not meeting specification limits. The root cause for functional test failed ¿ transmittance test failure is not determinable/applicable. Fa plus: the endoscope was tested and place on an in-house system for cable testing and failed due to wpb defect. The endoscope was tested and placed on an in-house system or equivalent for camera cables due to an electrical failure on the endoscope cable. The root cause for camera cables ¿ electrical issue is not determinable/applicable.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the surgeon experienced problems with the 30-degree endoscope plus on universal surgical manipulator (usm) 3. The camera, initially positioned on the right side, would unexpectedly move to the left, and instruments seemed to float. Despite reseating the camera, it repeatedly moved back to the right side, occurring three times during the case. The technical support engineer reviewed the logs but found no errors. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue happened when the surgeon was creating a flap for mesh placement. The endoscope was installed in the up orientation, but the surgeon did not confirm its orientation at that time. There was no indication of the image orientation provided to the user via the user interface, and the system was not following the surgeon¿s commands from the console. The endoscope and its adapter/base remained properly attached and synchronized throughout, with no signs of damage. The procedure was completed using the same endoscope; whenever an issue occurred, the camera was reset by removing and redocking it. No vision issue resulted in patient injury. Additional information was received from customer service representative (csr): the issue occurred while the surgeon's head inside the high-resolution stereo viewer and while surgeon was manipulating the instruments. The issue was noted to be related to a defective endoscope. The surgeon managed to complete the procedure using the same scope as it was an intermittent issue. When the scope was taken out of use after the procedure, no issue was noted with the system. Six more procedures were performed without any issue using the same system after the reported event. There was no patient harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the endoscope for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.